Event description:
It was reported, that the subject device had poor image. The issue was found, during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cracked connector with scratches on the pins. A root cause could not be identified. Based on the results of the investigation, it is likely the poor image was due to a cracked video connector with scratches on the pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.